Event description:
This complaint was captured from an academic conference (foreign society of interventional cardiology). The pt was a male. The target lesions were the mid lad and the first diagonal. There was no info regarding the vessel's characteristics. In 2005, pci was conducted, and a 2.5 x 23 mm cypher stent was implanted at 16 atmospheres via a radial approach. Five days later, two cypher stents, (2.5 x 23 mm) and (2.5 x 18 mm) were implanted via a radial approach at 16 atmospheres. In dec. Of 2007, the pt was hospitalized with complaints of chest pain on mild exertion. In 2007, follow up coronary angiography revealed the 2.5 x 23 mm cypher stent in the mid lad to be restenosed, and stent fracture of the implanted cypher(s) in the first diagonal was noted. It was not reported which one of the two stents implanted in the first diagonal fractured or if both were fractured. As per the implanting physician, the probable cause of stent fracture is that the overlapping area of the stents was in a flexed area, and pulsatile forces from the heart beat lead to mechanical stress on the stent. The restenosed stent in the mid lad was treated via balloon angioplasty. There was no report of any adverse sequelae to the pt.

Manufacturer narrative:
The product is not available for eval and testing. Add'l info will be submitted within 30 days of receipt. This product is distributed outside the united states, but is similar to us distributed stent delivery systems. This is one of three products used during the same procedural setting. Please reference MFR. Report #'s 9616099-2008-01625, and 01626.